Event description:
In this event it was reported that an osseospeed tx dental implant was removed one month after insertion due to a suspected allergic reaction. The dentist observed no signs of inflammation but rapid bone lose and white colored necrotic tissue. It was noted that this is the third loss of an implant for this pt.

Manufacturer narrative:
Allergic reactions are not described irrevocable in conjunction with titanium implants since the oxide layer around the particles is limiting its allergic potential. There is the need of a clear distinction between the term "allergic reaction" and "intolerance" to this specific material. Intolerance can be identified with the so-called stimulation test which is focusing on unspecific immune cells i.e., macrophages that are resulting in an increased disposition for inflammation reactions. It is likely that pts' who are presenting a higher amount of specific key enzymes (il - 1 beta and tnfa) tend to have a slower or disturbed wound healing. Very often these pt types are also affected by chronically inflammatory diseases, (e.g. Asthma). However, this does not apply in this case. Nevertheless, according to the estimation of the (B)(4) being identified as a "high responder" pt, does not implicate an absolute contra-indication for implant therapy with titanium implants. The risk for developing a primary or secondary aseptic implantitis is solely increased and therefore several precautions, i.e. Frequent follow-up, no implant placement into pre-infected tissue are recommended. Another option is to place ceramic implant. It is very likely that the pt is a so-called high responder, thus the pt is reacting unspecifically to the foreign body, (i.e. The implant). Therefore, this event meets the criteria for reportability per 21 cfr part 803. Eval of the implant's surface properties did not show any deviations.